Event description:
Waffle cushion deflated while pt. Was using cushion in chair. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to manufacturer's us product complaint team lead. The team lead indicated there is no need to send product to manufacturer due to adequate previously sent equipment failures from same lot number.